Manufacturer narrative:
Should MFR receive updated info concerning any revision surgery, or any info indicating there may be a product malfunction, a follow up report will be submitted. There are no indications that the device has been returned to the MFR. Should the device be returned to the MFR, then an eval will be performed at that time.